Event description:
Pt undergoing left bipolar prosthesis. As physician inserted the methyl methacrylate bone cement into the femoral canal, pt developed drop in blood pressure, became unresponsive and bradycardiac. CPR attempts were unsuccessful and pt expired.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped permanently. The device was not destroyed/disposed of.